Event description:
Clinical adverse event received for eccentric poly wear; significant osteolysis femur and acetabulum. Event is serious and is considered severe. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).